Event description:
It was reported to philips that dpm failure message was given during pm. No patient harm or injury has been reported.

Event description:
It was reported to philips that dpm failure message was given during pm.